Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to patient had a significant change in weight and the implantable pulse generator (ipg) was starting to be painful. The location of the device is currently unknown. No additional adverse patient effects were reported.